Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ivpb orders transmitting to pyxis where the give amount was not populated in the rxe segment, causing incorrect or confusing dispense prompts for nurses, especially when multiple IV bags were required to meet the ordered dose. A technical support specialist (tss) found that when only one component exists in a multi component order, pyxis relied on rxe.3 (give amount) and rxe.5 (give units) to determine the correct dispense quantity, but cpsi orders were sent with give amount = none and a default dispense amount of 1 IV bag. Then the tss explained cpsi support why populating rxe.3 and rxe.5 was necessary and how the missing values contribute to workflow confusion, particularly when ¿use dispense amount¿ was enabled or disabled. Further the tss asked the cpsi support to populate the give amount field with the correct information. Then the tss made multiple attempts to reach the customer however due to lack of response the tss closed the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the in vitro bag removal amount did not match the ordered dosage from cpsi/evident. For ivpb medications such as sodium chloride 0.9% 1000 ml IV bags and levetiracetam/ns 500 mg/100 ml IV bags, when providers ordered doses requiring more than one IV bags, pyxis displayed "remove 1 IV bag" during medication removal. This behavior occurred when the "use dispense amount" option was enabled in the facility formulary. The discrepancy caused confusion for nursing staff, as the displayed removal quantity did not reflect the ordered dose. When the "use dispense amount" option was disabled, the system instead prompted the nurse to manually enter the number of IV bags to be removed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.